Event description:
The olympus sales representative reported to olympus on the behalf of the customer, the video system center had power button stuck and would not release. Inspection and testing of the returned device found a power switch failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation also found damage to the front panel and a worn out video connector that caused poor connection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Four attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s possible the cause is related to the amount of operating force and the number of times applied to the power switch exceeding the assumed value. Olympus will continue to monitor field performance for this device.